Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 29 mg/dl. The insulin pump was not exposed to high magnetic fields. The customer also reported motor error alarms. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump received motor error during basic occlusion test and prime test due to faulty force sensor. We were unable to perform occlusion and excessive no delivery tests due to alarm anomalies. The insulin pump passed the displacement test. The insulin pump was returned with a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.